Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported channels a & b suddenly stated communication error and shut down. Biomed was notified and replaced the iui connectors which were reported to be "defective" with no details of the defect provided. There was no report of patient harm.